Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The first photo shows the product package label in which product details was mentioned and verified with tw details. The second photo show's partial view of a clinician holding the sure loktm thread which was protruding from proximal end of the catheter hub and the thread was not protruding the thread hole on the hub and the catheter appeared pigtailed at the distal end of the catheter. However, the thread was not visible at the distal end of the catheter in the photo due to poor quality image. It was unclear if any thread breaks and separation occurred. The third photo show partial view of a clinician holding the drainage catheter in which thread was protruding from proximal end of the catheter hub and the thread was not protruding the thread hole on the hub. However, the distal end of the catheter was not visible. It was unclear if any thread breaks and separation occurred. Therefore, the investigation is confirmed for the identified device dislodged or dislocated issues. However, the investigation is inconclusive for the reported sure loktm thread break and material separation issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided hydrothorax drainage catheter placement procedure using navarre drainage catheter. During the procedure, the sure loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.